Event description:
This lead was implanted on (B)(6) 1993 and was capped on (B)(6) 2012 due to the patient being dependent and the age of the lead. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).